Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was no issue with the system. Overall, calibrations met sensor glucose trends well. Customer care recommended that the user continue using the system and to properly calibrate when prompted by the system. . The user accepted this information and agreed to continue using the system. Per dms review, the user was using the system with up-to-date information.

Event description:
On march 20 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.